Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 ICD, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic nerve stimulation with the left ventricular (lv) lead associated high threshold. The lv lead was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.